Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure, the fiber tip broke after 119,000 joules and 14 minutes of use. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 119,000 joules and 14 minutes of use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was rotating independently of the metal cap, indicating glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The glass cap exhibited moderate devitrification at the output window. Devitrification is expected with normal fiber use. The metal cap exhibited moderate charred debris adhesion on its surface which is indicative of heavy tissue contact during the procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.